Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, and missing shell and patch (75-100%). A microscopic analysis was performed which identified: a striated broken on posterior. Based on the device analysis the final assessment is a striated broken on posterior assessed as surgical damage consist in the use of some surgical tool, and a missing shell and patch assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.